Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) was weak. Saline was added to the reservoir and no components have been removed. No patient complications were reported.